Event description:
Why is there no information on the phillips respironics recall on your website? This recall affects many and most of us have received very limited info and I certainly didn't get anything from the manufacturer. I want to know more about the filter and voc compound gases released from the foam. Does no one test for this before approval? How do I know that resmed doesn't have voc and filter problems also? Do we need lung x-rays and long term monitoring now? My doctors office sent email with the company's recall notice but really not what I should do except register my machine with the company for the recall and the company should already have had that info actually. Where does that leave everyone who used the machines? Is the FDA looking into this? FDA safety report ID # (B)(4).